Manufacturer narrative:
Summary of eval: eval results indicate that the event was attributed to multiple sterilizations. Corrective action has been implemented to preclude similar events.

Event description:
The gamma target device is broken. This event did not occur during a surgical procedure.